Event description:
The customer reported that while transporting a pt, the unit shut off while being removed the unit from the cart. The unit's power was recycled and the unit operated normally. No pt injury was reported.